Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When driving chair, it stops driving or just slows down. End user advised once got caught in an intersection when chair stopped. End user advised chair also stops when going over door transitions, little bumps and when chair goes off obstacles.